Event description:
Same case as: 2184052-2014-00110. It was reported the screws pulled out post-operatively. During the index surgery c4-t2 were treated with a 3 level and 2 level plate for spondylotic myelopathy. All the locking caps on the plate were noted to be locked without any trouble during the first surgery. Approximately one month post-operatively, it was found that the screws c7 pulled out and the patient was experiencing pain and scratching during swallowing. It is noted the patient admitted to not using the collar as instructed post-operatively. The patient was revised with new hardware and is reported to be recovering well.